Manufacturer narrative:
The 1 pending device was not evaluated, as the issue was identified and resolved through testing a model variant; the issue was confirmed. Section h codes have been updated.

Event description:
No new information.

Manufacturer narrative:
An additional event was identified and therefore added to this summary report.

Event description:
This report summarizes 76 malfunction event(s), where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.

Manufacturer narrative:
The number of events has been updated to include an event previously reported on MFR report # 0001831750-2025-00057 following the completion of an investigation. 10 devices are still pending evaluation.

Event description:
This report summarizes 74 malfunction event(s), where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.

Event description:
This report summarizes 73 malfunction event(s), where it was reported the device experienced fluid leaking onto the floor. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 62 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 10 devices are pending evaluation. 1 device was not evaluated, as a probable cause for the issue was identified during a troubleshooting call between the customer and stryker technical support and no further assistance was requested by the customer. There was no remedial action taken. This device is not labeled for single use.